Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 23x1 safety shield broke off the following information was provided by the initial reporter; it was reported by the customer that safety mechanism malfunctioning and detaches during use. Verbatim: safety mechanism malfunctioning and detaches during use.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on broken cannula catch/cannula lock pin at the safety shield molding in-process inspection; fail hook ID inspection at the eclipse hub molding in-process inspection; activation/locking force functional test, deactivation/unlocking forces functional test and eclipse safety shield inspection at the qa outgoing inspection; and visual inspection of damage pivot pin at the packaging in-process inspection. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
Mat# 305762; batch# 1055845. It was reported by the customer that safety mechanism malfunctioning and detaches during use. Verbatim: safety mechanism malfunctioning and detaches during use. Add info received 1st customer response are you able to provide the incident date? Incident occurred on (B)(6) but after I spoke with staff I was told that this has been an ongoing issue so I¿m unsure of how long it¿s been. Is sample available for evaluation? If yes, kindly provide the facility address for us to create a return label. No, the needle was discarded. If you are unable to send a sample, could you provide any photo/video of the reported issue? It happens at random so unable to provide. What is the patient outcome? Are there any adverse events/serious injuries? Thankfully, the patient and the nurse were not injured the needle detached after the needle was pulled out of the patients arm. Was there a delay of, or change in, the course of treatment due to the event? No. What type of procedure is being performed? Administration of a vaccine. What was the medication/fluid in use at the time of the event? The influenza vaccine.